Event description:
Per the clinic, the patient experienced intermittent sound quality, with connectivity frequently cutting out immediately prior to head movement. The patient also reported localized swelling around the implant site, attributed to a magnet retention issue. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with an alternative cochlear implant during the same surgical procedure.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the explantation surgery on (B)(6) 2026. Device analysis report attached.